Manufacturer narrative:
As reported in a research article, direct transcatheter valve deployment via sternotomy for complex aortic valve reoperation. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: direct transcatheter valve deployment via sternotomy for complex aortic valve reoperation

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: direct transcatheter valve deployment via sternotomy for complex aortic valve reoperation

Event description:
The article, "direct transcatheter valve deployment via sternotomy for complex aortic valve reoperation", was reviewed. The article presented a case study of a 62-year-old male patient with polycystic kidney disease, end-stage renal disease from 1997 until renal allograft in 2015, chronic obstructive pulmonary disease, and hypertension. It was reported that in february 2014, a 23mm epic valve was implanted for a redo aortic valve replacement of an unknown mechanical aortic valve. On an unknown date, the patient developed structural valve deterioration secondary to hypercalcemia and tertiary hyperparathyroidism requiring parathyroidectomy. It was then reported oin december 2014, the patient required a transcatheter valve-in-valve (viv) procedure for aortic restenosis with a 23mm sapien xt valve. Subsequently, the patient underwent 2 additional viv procedures in 2015 and 2017 with a 23mm sapien xt and 23mm sapien s3, respectively, for each recurrent aortic restenosis. It was reported in 2018, the patient presented again with symptomatic aortic stenosis. A decision was made to perform re-sternotomy to explant the previous sapien valves, excise the epic valve's leaflets, epic valve ring fracturing, and direct implant viv a new 23mm sapien s3 valve. The patient was discharged on postoperative day 17 and reported improved symptoms at 1 month follow-up. [The primary and corresponding author was tom c. Nguyen, department of cardiothoracic and vascular surgery, university of texas health science center houston, mcgovern medical school, 6400 fannin st, suite 2850, houston, tx 77030, USA, with corresponding email: tom.c.nguyen@gmail.com]